Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2023, the patient was found unconscious at home by her son. The patient does not recall what her cgm readings were prior to losing consciousness. The patient¿s son called 911. Emergency medical services (ems) arrived and transported the patient to the hospital. The patient regained consciousness at the hospital and was told she passed out due to her bg reading being 30 mg/dl. The patient can not recall what treatment/ medication was provided to her during this event. The patient¿s dexcom sensor was removed from her body upon arrival to the hospital, therefore no cgm readings were reported. The patient was ¿feeling better¿ at the time of report but was still in the hospital recovering (4 days since admission). During this time, the patient reported that the doctor had checked a finger stick and the patient's bg was 170 mg/dl on (B)(6) 2023. Data investigation could not confirm unspecified sensor issue on (B)(6) 2023. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.